Event description:
It was reported there was a loss of therapeutic effect and that the patient had had many falls recently. Patient thought their therapy was not working as well as it used to since their falls had started. The patient will have stimulation up to 6.0 and they will just sit still because the stimulation level helps their pain but it is too strong to get up and walk around. Patient states they will turn stimulation down and walk once the tingling sensation has gone away. If the patient tries to walk with tingling sensation they are likely to fall.

Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).